Event description:
It was reported that once intra-aortic balloon (iab) therapy was initiated, the pressure readings were not displayed. A new iab was used to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. Complaint record ID # (B)(4).